Manufacturer narrative:
In 2007, a field service engineer inspected the laser. The laser system met specs and performed as intended. Five days later, an intralase clinical applications specialist (cas) provided surgery support and observed mold inside the sterilizer. Cas recommended replacement with new sterilizer and site followed recommendation. Additionally, cas modifies laser settings. It should be noted that the amercian academy of ophthalmology (aao) recommends treating stages 1 & 2 dlk with topical steroids and observation. The aao does not recommend performing a flap lift & rinse at these mild stages. The physician did not follow the recommended treatment protocol.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the pt presented with stage 2 diffuse lamellar keratitis (dlk) in both eyes (ou). A flap lift and rinse was performed ou four days later. Pt was treated with topical steroids. The pt's preoperative best corrected visual acuity (bcva) was 20/20 od and 20/15 os. Postoperative bcva is 20/20 od and 20/25 os. The pt responded to treatment and dlk has resolved. The association between the event and the device is unk.